Manufacturer narrative:
One device was returned for repair in used condition for complaint of cassette not attached error. This device has not been serviced in the past. No evidence found in event history log. The reported problem was duplicated. When performing functional test, downstream occlusion (dso) sensor stuck at 2500mv. Cause of primary complaint was dso sensor contamination. A dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.